Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device was inspected. Damage or abnormalities were observed. No details provided other than the reported issue.the instructions for reprocessing are followed in ¿reprocessing: general policy¿ chapters 5 through 8. The device is being stored in a basket inside a metal case container. It is unknown if the camera head has ever been dropped. It is unknown if the connection was secure. No foreign objects such as hard water residue, lint, grease or dust were observed on the electrical contacts. No errors, alarms, alerts or warnings were received. Only color bars were observed. There were no kinks, twists or buckles in the cable cord. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repair history on record for this device. The damage to the cable, which caused the image issue, is likely to be due to the handling of the user. The instructions for use includes the following statements: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the malfunction was due to faulty cable unit. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the image does not appear, only color bars. The device malfunction was identified during preprocessing and there was no patient involvement.